Event description:
The account alleged the bed scale and bed exit alarm would not function. No patient impact.

Manufacturer narrative:
The technician found the scale blocks were not removed upon delivery. The technician removed the scale blocks to resolve the issue.